Event description:
Observed significant precipitation in preparation of amiodarone admixture into a 250ml evacuation container. Able to duplicate cloudy precipitation using alternate stock of same lot. Items used include hospira-branded 250ml empty evacuated containers [lot 65575dw; exp 05/01/2010] and abraxis-branded amiodarone 50mg/ml 3ml vial [lot 406138; exp 11/09]. Dose or amount: 450mg/250ml; frequency: prn; route: IV drip. Dates of use: 2008. Diagnosis or reason for use: per svt protocol. Event reappeared after reintroduction: yes.